Event description:
Reported conflicting results of 1 positive sofia2 sars result followed by 1 negative sofia2 sars result followed by another sofia2 sars results for 1 asymptomatic individual (off label use - at the time). No confirmatory testing completed.

Manufacturer narrative:
Investigation summary: a review of the DHR did not find any issues relating to the reported problem. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.